Event description:
An angiosculpt catheter was used for a coronary procedure in a severely calcified proximal lad. During first use, the balloon did not yield but was able to be removed successfully with laser and shockwave. As the catheter went back in for a second time to ensure proper preparation and expansion before moving forward with treatment strategy (stent/dcb/poba), the balloon got stuck in the patient's blood vessel in the coronary artery. During removal, difficulty was noted; thus, a guidewire and additional balloon was advanced along side of the angiosculpt balloon to retrieve from the body. However, the shaft began to break due to repeated strain/attempts to pull and remove; therefore, the catheter was eventually cut to aid in removal. A hemostat was clamped proximal to the weakening/breaking area of the shaft to keep the negative suction from the indeflator, and to retain the externalized shaft. The procedure was completed with a coronary stent with no patient injury reported. This adverse event and product problem is being submitted due to device entrapment, requiring additional intervention.

Manufacturer narrative:
Block h3: the angiosculpt device was returned in two pieces; shaft was intentionally cut by the user to assist with removal. Visual inspection found a damaged transition tubing, proximal to the intermediate bond. During functional testing, a laboratory 0.014" guidewire was inserted through the distal tip and through the exit port with no issues. Block h6: a probable cause may be due to the patient's morphology, as the complaint details indicate that the angiosculpt catheter got stuck in the coronary artery. Additionally, the device history record (DHR) was reviewed, and all released units were manufactured to specification, with no ncrs or deviations contributing to the reported complaint. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt catheter was used for a coronary procedure in a severely calcified proximal lad. During first use, the balloon did not yield and was able to be removed successfully; followed by laser and shockwave. As the catheter went back in for a second time to ensure proper preparation and expansion before moving forward with treatment strategy (stent/dcb/poba), the balloon got stuck in the patient's blood vessel in the coronary artery. During removal, difficulty was noted; thus, a guidewire and additional balloon was advanced alongside of the angiosculpt balloon to retrieve from the body. However, the shaft began to break due to repeated strain/attempts to pull and remove; therefore, the catheter was eventually cut to aid in removal. A hemostat was clamped proximal to the weakening/breaking area of the shaft to keep the negative suction from the indeflator, and to retain the externalized shaft. The procedure was completed with a coronary stent with no patient injury reported.this adverse event and product problem is being submitted due to device entrapment, requiring additional intervention.

Manufacturer narrative:
Block b5: additional information received stated that laser and shockwave were not used to assist with removal of the angiosculpt after first use. Therefore, the event description was updated accordingly. From: during first use, the balloon did not yield but was able to be removed successfully with laser and shockwave. To: during first use, the balloon did not yield and was able to be removed successfully; followed by laser and shockwave.